Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue began on (B)(6) 2017. The patient stated that she obtained alleged inaccurate high results of ¿246 and 243mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with oral medication diet and exercise. She reported that since obtaining the alleged high results, up until when she reported the complaint she had consumed less food /drink. The patient stated that immediately after the alleged product issue began she developed the symptoms ¿shaky, sweating and nauseated¿. The patient denied that she received any treatment. At the time of trouble shooting, the patient was unable, unwilling to confirmed that the subject meter was set to the correct unit of measure or if the test strips were stored correctly and within their expiry date. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.